Manufacturer narrative:
Although the patient's exact age is unknown, they are over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a colonoscopy procedure with stent placement on (B)(6), 2011. According to the complaint, while placing a metal stent, the tip of the guidewire detached inside the patient. No attempt was made to recover the detached piece and the physician had no concern regarding the unreprieved wire fragment. The procedure was completed with a hydra-jagwire guidewire and the same stent. There were no patient complications and the patient's condition was reported to be "stable".